Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument but could not replicate the leak. However, the fse discovered a defective white blood count (wbc) aperture and differential results on quality controls were flagged out of range or voted out (no results generated). The fse replaced the defective wbc aperture and bath to resolve the issue. The fse verified the repair as per established procedures and results met published specifications. (B)(4).

Event description:
The customer reported that approximately 50 milliliters of diluent had leaked from the coulter ac*t diff 2 analyzer and onto the counter. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat and eyeglasses at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.